Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the customer had difficulties moving the patient side cart (psc). The caller stated that they had the led cannula installed to switch on. An intuitive surgical inc. (Isi) technical support engineer (tse) asked to call back after the surgery to determine which arm is involved. The tse asked to perform a hard power cycle and emergency power off (epo) with no change. The tse connected to the system and determined that the endoscopic camera manipulator (ecm) was the culprit. The tse asked to exercise the switch with no change. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. Initially, the system did not power on without errors. The procedure was successfully completed with the da vinci system. The issue was not resolved during procedure, they continued in a downgraded mode. There was no patient injury nor delay.

Manufacturer narrative:
Based on the claims against the product, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ecm to resolve the reported issue. The system was tested and verified as ready for use. Isi received the ecm; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The ecm3 was returned for failure analysis, and the reported failure was able to be reproduced during switch test (via matlab software). The link 4 will be replaced as a fix. The root cause is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated field d9 with the return date of the device.